Event description:
It was reported that the patient had been admitted for ischemic cerebral vascular accident on (B)(6) 2024. The patient was found to have a driveline infection with methicillin-susceptible staphylococcus aureus (mssa). They were given antibiotic therapy. The patient was discharged to multi-med rehab on (B)(6) 2025.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Corrected data: section h6 corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp-043699, and the reported events as well as a specific cause for these events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number mlp-043699, with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection and stroke. Section 6 of the IFU, ¿¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.